Manufacturer narrative:
Note: this report was reported late because the complaint handling unit was receiving it late. (B)(6) medical ag complaint number: (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: blank display due to defective esm board.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: blank display due to defective esm board. Correction: replacement of the defective component. Note: this report was reported late because the complaint handling unit was receiving it late.

Event description:
The following was reported to hamilton medical ag: summary: blank display due to defective esm board.